Event description:
It was reported that loss of aspiration occurred. An angiojet solent proxi was used in a thrombectomy procedure. During the procedure while in thrombectomy mode, the catheter did not suction after re-priming. There were no error messages nor visible defects reported. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the product return contained an angiojet solent proxi. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. The device showed no signs of damage. A functional test was performed. The pump was placed into the ultra drive console and the device primed with no complication. The device was run for a total time of 90 seconds in thrombectomy more. The device stayed within the expected range of the product. An aspiration test was performed by inserting the devices tip into a 100cc beaker. The device was activated, and the device removed fluid as designed. No additional damage or discrepancies were noted on the rest of the catheter upon visual inspection.